Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
Customer reported the insulin pump alarmed button error. Customer¿s blood glucose level was 390 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at display window corners, cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.